Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
A patient underwent a subxiphoid lariat procedure. Due to adhesions, the lariat could not be advanced to the left atrial appendage (laa) ostium for closure. The physician requested the findrwirz and a balloon catheter for additional support, and the initial magnet connection was uneventful. The balloon catheter was advanced into the laa, but after inflation, the endo magnet was visualized outside the distal anterior laa. The balloon catheter was left inflated at the laa ostium. The epicardial wire and lariat were removed, and a pericardial drain was placed to evacuate a small pericardial effusion. Hemodynamics remained stable throughout. After drain removal, the lariat was reintroduced and successfully captured the distal half of the laa, achieving hemostasis. The patient remained stable at the conclusion of the procedure. There was no reported device malfunction, and the adverse event was the result of a procedural complication.